Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is sandoz. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ multi-use nestable sharps collector experienced a missing biohazard label. The following information was provided by the initial reporter: this is a report about a missing label on sharps collector. One product had no label.

Event description:
It was reported that the bd¿ multi-use nestable sharps collector experienced a missing biohazard label. The following information was provided by the initial reporter: this is a report about a missing label on sharps collector. One product had no label.

Manufacturer narrative:
H.6. Investigation summary: according to the DHR review process, the result showed there were no issues reported as missing label during the manufacturing process of the lot number (1297904) reported under this customer complaint. Also, a review of the ncmr¿s was performed; the result showed there was only one ncmr reported for the same issue and part number throughout the last twelve months. Based on this investigation and evidence provided such as lot number and description of the issue, we are able to confirm that this product was manufactured by flex on october 24, 2021 and within the report description, mentioning that one product had no label, we can identify this issue as a failure mode related to the manufacturing process due to process omission at the time to perform the relabeling process. For this reason, quality alert was posted to the personnel involved from previous complaint. The current controls within the process were reviewed and it was found that improvement actions have been implemented which consists in an installation of a vision system and rework stations in order to prevent, reinforce and make more robust the labeling processes, these actions are documented in a CAPA , however, based on the lot number provided we can confirm that the product was manufactured before these implementations were completed. A review of customer complaint records was performed; in accordance with the cc¿s records, three additional complaints were received throughout the last twelve months for the same part number and issue in which it was confirmed the issue as related to the manufacturing process. Root cause: reprocessing of material not followed properly. Omission error within the visual inspection. Containment action: quality alert was posted to aware personnel involved in the manufacturing process of this product. Conclusion: based on this investigation, it was determined that this failure mode is related to the manufacturing process since the lack of label would be an omission error during reprocessing material at the time to detect damaged label through the conveyor.